Event description:
Spike loose in anvil; it pulled out easily/falls out. Scrub discovered this while setting up the case. Product did not have patient contact. Product is available to be returned to the manufacturer. Manufacturer response for eed introducer device 25mm, (brand not provided) (per site reporter): the representative is to pick up product or send return kit.